Manufacturer narrative:
Concomitant medical products: dtba1d1, crtd, implanted: (B)(6) 2014; 439688, lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, diminished sensing and undersensing. The ra lead is planned to be revised. No patient complications have been reported as a result of this event.